Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer blood glucose level was 569 mg/dl and 401 mg/dl and treated with manual injection. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by reservoir change. The customer would like to continue troubleshooting. The insulin pump will not be returned for analysis.